Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the end user alleges the chair may have a broken frame.

Manufacturer narrative:
Additional/updated information was added to reflect the right side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken around the weld at the bottom rear of the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the right side frame was fractured at the lower frame tube near where the lower frame and upright rear tubes were welded. The underlying cause could not be determined after reviewing the documentation in this investigation. Additionally, the hand grip was able to be manually rotated and pulled off of the upright rear tube.

Event description:
Provider states the end user alleges the chair may have a broken frame.